Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Initial reporter full phone no: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a primary set, 3 clave y-sites, 100 inch, non-dehp. The reported stated that the tubing of the device was leaking. There was no human harm reported as a result of this complaint/event.

Manufacturer narrative:
The device history record was reviewed and no non-conformities were identified that would have led to the reported complaint.

Event description:
The complaint was updated on 13-mar-2024 indicating that the leak was located at the plastic where the "convertible piercing pin" joins the "filter vent cover." The complaint/issue occurred in the main operating room at the facility.